Event description:
It was reported that during the inspection cardiosave intra-aoritc balloon pump (iabp), the fan alarm was found. After re-plugging the fan connector, the machine was used normally and there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d3, d5. Updated fields: b4, g3, g6, h2, h11.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and the iabp fan problem was found. After the fse re-plugged the unit, the device passed the pre-use inspection. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.